Manufacturer narrative:
An evaluation of the returned device found venting valve error. Preventative maintenance is not overdue. Repair/evaluation completed. Final test completed and met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be venting valve on low pressure unit needed cleaning / lubricating. The service history was reviewed, and no prior data was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame 1,362,900 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised do not close the valve at the trocar sleeve during surgery. The electronic control unit of the device adjusts the actual pressure as desired. Venting valve error! Restart the device. If the error occurs again call service! We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used during a robotic ventral hernia & robotic cholecystectomy on an unknown date when it was reported ¿we have had an out of box failure for a new airseal unit it completely shut down on a valve error on its second case.¿. Further assessment questioning found that ¿no gradual loss of pneumo, but unable to stay in airseal mode in robotic ventral hernia-reverted to standard insufflation. In robotic cholecystectomy, we experienced a hard valve error and knew there was a problem.¿. The procedure was completed with an alternate standard insufflation device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used during a robotic ventral hernia & robotic cholecystectomy on an unknown date when it was reported ¿we have had an out of box failure for a new airseal unit it completely shut down on a valve error on its second case.¿. Further assessment questioning found that ¿no gradual loss of pneumo, but unable to stay in airseal mode in robotic ventral hernia-reverted to standard insufflation. In robotic cholecystectomy, we experienced a hard valve error and knew there was a problem.¿. The procedure was completed with an alternate standard insufflation device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.